Manufacturer narrative:
A copy of the patient's op report was received amd indicates that this patient initially had aortic valve replacement [with the subject device] and mitral valve repair in (B)(6) 2012. Immediately postoperatively, there was some difficulty in managing his rhythm and a ddd pacemaker was implanted. Post-op, he showed symptoms of possible embolic stroke. Tee showed that he had a vegetation on the mitral valve. Infectious diseases were involved and a (B)(6) was isolated. Therefore, it was decided that mitral valve replacement should be performed. Although the patient's prosthetic aortic valve was functioning well, it was considered contaminated from the infection and was removed. After weaning the patient from cardiopulmonary bypass, there was no aortic paravalvular leak. Late endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. In this case, the op report documents symptoms of possible embolic stroke after the patient had a procedure for a pacemaker implant. A coagulase-negative staphylococcus was isolated. It is possible that this surgery may have contributed to the patient's infection. Unfortunately, the root cause of this event cannot be confirmed without the sample device. Please note that the explant of the edwards mitral ring was also reported on an MDR; reference MFR report #2015691-2013-19813.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the patient had undergone both an aortic valve replacement (avr) with explant of device serial # (B)(4), and a mitral valve replacement (mvr) with explant of device serial # (B)(4). The implant duration for these devices was approximately 3 months. The reason for explant remains unknown. The explanted devices were replaced with a model 3300tfx-25mm aortic valve and a model 7300tfx-27mm mitral valve, respectively. No other details provided.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in progress. Device has not been returned for evaluation. No additional information is currently available regarding this event.